Event description:
Healing cap was placed 8/7/96 and when removing it on 10/2/96, it compromised. Thread tap was used and it broke off in implant. The dr thinks that the healing cap loosened the implant.